Event description:
It was reported that when the zoom mode is used for breast imaging, a spatial distortion is seen on 3d lateral images. No injury was reported. The concern is that a distortion in images could lead to an incorrect lesion location.

Manufacturer narrative:
Investigation is ongoing.